Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that "the patient has a demand pacer and was previously operated, with severe arrhythmias, ventricular tachycardial and a hpm of 80. There were two episodes of erratic performance which lasted just a few minutes. The pump made two assistances for each cardiac cycle, as a consequence the patient suffered cardiac insufficiencies. The issue was resolved by changing the assist ratio to 1:2. The first episode was preceded for a defibrillation of the pacer. The last one had an unknown source." There was no reported patient death or injury. Medical / surgical intervention was not required. There was no reported interruption in therapy. There were no reported patient complications. The patient outcome is listed as "the patient is still in the ICU."